Event description:
A report was received regarding a needle-stick injury that occurred while a clinician was assisting in the treatment of a patient at the patient's home. At the conclusion of an infusion the clinician activated the safety feature to enclose the devices's needle. While disposing the device, the needle tip came out of the safety mechanism and stuck the clinician. According to the report, the needle-stick site was expressed and disinfected. No permanent adverse effects to user were reported. The needle was disposed of and is not available for investigation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up detailing the results of the eval.